Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call indicating a compromised force sensor system alarm from the insulin pump. The customer stated that he was refilling his pump and received a compromised force sensor system alarm. The customer stated that he changed the reservoir and the battery. The customer stated that the pump was shooting too much insulin when he primed the pump. The customer was transferred to helpline for assistance.